Event description:
It was reported that during a da vinci-assisted liver resection surgical procedure, the green clip reload kept breaking into 2 pieces when used to clip. The clips were replaced with a new batch of reload but kept on breaking. Customer opened another large hem-o-lok clip applier and used the same batch of reloads which worked. The procedure was completed with no reported injury. Intuitive surgical (isi) followed up with the initial reporter and obtained the following additional information: there was no visible damage on the instrument. The instrument was inspected prior to use with no damage noted. A robotic liver resection was being performed when the issue occurred. The instrument did not collide with any other instruments during tool procedure. The green reload broke in half and fell inside the patient. The fragment was retrieved during the same procedure. The instrument was arranged for return through customer portal. No photos or videos available for review.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.

Manufacturer narrative:
Failure analysis investigations did not replicate nor confirm the customer reported complaint. The reported event with the instrument could not be replicated nor confirmed. For clarification, the large clip applier instrument uses purple clips. Visual inspection was performed, and no grip misalignment was observed. The instrument was tested on an in-house system. The large clip applier instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grip tips opened and closed properly. The clip test was performed and passed multiple times. The clip was installed on the grip tips without any issues. No issues with the clip test were observed. The instrument was fully functional. No product issue was found.

Event description:
Refer to h10/h11 for follow-up information.